Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. On an unreported date, the patient did not respond to the therapy treatment for the peritonitis. As a result, the catheter was removed and the patient was switched to hemodialysis (hd). It was not reported if the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event is unknown, however, the patient was born in 1980. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.